Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- type of investigation, investigation finding, investigation conclusion, component code, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse adjusted the helium cylinder gasket. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e2, e3. Updated fields: b4, g3, g6, h2, h11.

Event description:
It was reported that the cardiosave intra aortic balloon pump had helium related malfunction that helium was getting used too quickly. This was identified during use and no injury was reported.

Manufacturer narrative:
Due to character limit in the e1 section: the full event site name is ; (B)(6) hospital. A supplemental report will be submitted upon the completion of the investigation.